Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small. The hemostatic valve was leaking. The valve was defective. When the physician tried to begin the procedure, he reported that the valve was leaking. The surgery was delayed 5 minutes due to the reported event. There were no patient consequences. It is possible but unknown if the reported issue is related to hemostatic valve detachment or damage. No separation occurred. The hemostasis valve (gasket) did not break into two or more separate pieces or become detached from the sheath. It is unknown if the sheath was being used on the patient. The event date is unknown; however, the customer reported the event to bwi on the day of the procedure. The date of event is currently recorded as "(B)(6) 2022" but the actual event date is not known. Hemostatic valve leak is MDR-reportable.

Manufacturer narrative:
Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 23-sep-2022, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 3-nov-2022, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small. The hemostatic valve was leaking. Device evaluation details: visual analysis of the returned product revealed that no damage or anomalies were observed on the vizigo sheath. Per the event, flow and pressure tests were performed, in accordance with bwi procedures, and no issues were observed. Values were observed within specifications. A device history record review was performed for the finished device 00001886 number, and no internal actions related to the complaint were found during the review. The issue reported by the customer could not be replicated during the product investigation. No malfunction was observed during the product analysis. The instructions for use contain the following recommendations: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Flush and maintain continuous saline. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).